Manufacturer narrative:
The subject device was not returned to the omsc for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc there was the possibility that the reported phenomenon was attributed to the end of life of the lamp or accidental failure of the lamp due to vibration and so on. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that in unspecified timing the lamp of the subject device could not light up. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated. There was no report of patient injury associated with this event.